Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced three episodes of peritonitis. The cause and treatment were not reported. It was not reported if the patient was hospitalized for the events. It was reported the patient recovered from the reported events. Action with pd therapy at the time of these events was not reported. No additional information is available.